Manufacturer narrative:
The investigation for product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The root cause of introducer damage was most likely due to tortuosity patient condition.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support, the sheath got bent in a heavily tortuous vessel. The sheath was therefore exchanged for a repositioning sheath. There was no reported patient harm.